Event description:
The pt reported that the infusion device delivers too much insulin resulting in low blood glucose. She stated that 2-3 weeks ago, she began experiencing low blood glucose and she lowered her basal rates from 26.3 units per day to 23.3 units per day but she continued to have low blood glucose. On (B) (6) 2010, her blood glucose measured 30 mg/dl and she ate 2 pieces of dextrose. She was unable to elevate her blood glucose and she became unconscious. Her friend called the physician and the pt was taken to the hosp and released on (B) (6) 2010. On (B) (6) 2010, her blood glucose measured 152 mg/dl at 8:15am and at 9:00am her blood glucose measured 115 mg/dl and she ate, but did not bolus. At 10:30am, her blood glucose measured 63 mg/dl. At 12:00pm, she switched to her backup infusion device. Her normal blood glucose range is 100-150 mg/dl. No further info is available. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.